Event description:
It was reported that during a laparoscopic choleystectomy the device was fired once. The surgeon was not sure about the first clip placement of the two returned devices and could not determine if clip scissored. To be sure they opened a device with which they could finish the procedure. There was no pt consequence. One device returned.